Event description:
Customer reported hospitalization due to high blood glucose. Customer was taken to hospital by ambulance. Customer was incoherant. The blood glucose reading at the time of the event was 548 mg/dl. Customer passed out at the physician's office. Customer thought she had the flu. Customer was vomiting, dehydrated, low blood pressure and tongue was orange. Diagnosed diabetes ketoacidosis. Customer was admitted to ccu. Hospitalized for three days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.